Event description:
It was reported that balloon rupture occurred. The target lesion was located in the left iliac vein. After a stent was placed in the lesion, a 18-4/5.8/75 xxl esophageal balloon catheter was advanced for dilatation. However, during inflation at 4 atmospheres, the balloon ruptured. The device was removed and another balloon was used. After dilatation, the second balloon was removed and a 18x60/10fr 75cm wallstent endoprosthesis stent was tried to placed below the first stent; however, the stent could not be advanced. The stent was removed and the procedure was completed. No patient complications were reported and the patient's status was fine.